Event description:
The customer received blood glucose readings of 366 and 374mg/dl on the contour next link meter, re-tested on a different meterand the reading was 180mg/dl.the difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant.no adverse event was alleged.the customer was advised to return the test strips for evaluation.replacement test strips were sent to the customer.